Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13490, 2017865-2021-13682, and 2017865-2021-13683. It was reported that a patient presented on (B)(6) 2021 with an infection. The whole system, including the implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads, were explanted on (B)(6) 2021.